Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated and the cable of the subject device was broken. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Omsc could not review the device history record of the subject device because more than 15 years have passed since the subject device was manufactured. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred since the cable of the subject device was broken due to user handling or aging degradation.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the endoscopic image of the subject device was not displayed. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.